Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2005. There was a good cervical seal and a speculum and gauze were in place. Prior to the ablation laparoscopic procedures were performed - treatment of adhesions and removal of an ovarian cyst. At 5 minutes into the case the machine alarmed with a 10cc fluid loss which the doctor attributed to uterine expansion. The ablation was stopped, then started again and 1.5 minutes later, while under anesthesia, the patient started shaking and continued for about 15-20 seconds. The sheath was kept in the patient, the machine did not alarm, and after the shaking the doctor decided to abort the procedure. The fluid was cooled, then he examined the patient and found a second degree vaginal burn. Silvadene cream and lidocaine jelly were applied and the patient was kept over night for observation. The next day the patient had some pain which the doctor related to the laparoscopic procedures. He checked again laparoscopic and found no complications. At the follow up visits the week after the procedure the patient had some significant discomfort and labial burns and two small buttocks presented. At further follow-ups, no infection was found and the patient returned to work.